Event description:
(B)(4) it was reported by the consumer that the 7827 e-z quad cane broke into two pieces by the wide quad base while in use, resulting in the patient falling, and allegedly sustaining unspecified body parts bruises. No medical attention was sought, and no additional information was provided, and if we receive it, this file will be revised, and a supplemental report will be submitted.